Event description:
The customer observed falsely depressed sodium, chloride, and potassium results generated on the alinity c processing module. The sodium, chloride, and potassium samples were ran in duplicate with discrepant results. The results were not reported out. The following data was provided: sid (B)(6) : sodium results = <100 and 145. Potassium results = 1.51 and 4.26. Sid (B)(6) : sodium results = 100 and 138. Potassium results = 1.26 and 3.29. Chloride results = <50 and 96. Sid (B)(6) : sodium results = <100 and 136. Potassium results = 1.39 and 3.85. Chloride results = 50 and 105. Sid (B)(6) : sodium results = <100 and 139. Potassium results = 1.94 and 4.8. Chloride results = 56 and 105 no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the module, performed troubleshooting procedures, including part replacement and determined the 1ml syringe (09d41-03) the likely cause. Part replacement resolved the issue. Issue resolution was verified by successful qc runs. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. A review of trending data and manufacturing documentation for the alnty cseries 1 ml syr identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer observed falsely depressed sodium, chloride, and potassium results generated on the alinity c processing module. The sodium, chloride, and potassium samples were ran in duplicate with discrepant results. The results were not reported out. The following data was provided: sid (B)(6) : sodium results = <100 and 145 potassium results = 1.51 and 4.26. Sid (B)(6) : sodium results = 100 and 138 potassium results = 1.26 and 3.29 chloride results = <50 and 96 sid (B)(6) : sodium results = <100 and 136 potassium results = 1.39 and 3.85 chloride results = 50 and 105. Sid (B)(6) : sodium results = <100 and 139 potassium results = 1.94 and 4.8 chloride results = 56 and 105 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.